Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a cre balloon dilatation catheter and alliance inflation system were used during an esophageal dilation procedure performed on (B)(6), 2010 (patient age, gender, and weight are unknown). According to the complainant, during the procedure, the balloon burst when inflated between 19-20mm. No pieces of the balloon detached inside the patient. There were no alleged malfunctions of the alliance inflation system used during the procedure. The procedure had been completed with this cre balloon dilatation catheter before the balloon burst. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4): according to the complainant, the suspect device has been disposed and is not available for return. A device evaluation has not been performed; the cause of the reported malfunction is undetermined.